Event description:
It was reported that this complaint involved a (B)(6). This incident was reported to have occurred in the operating room. The use found that it was difficult to advance the 3rd dilator (tunnel dilator) during insertion. The physician completing the closure investigation revealed that the tip of the dilator was not "smooth". As a result, a new dilator was used from a new kit to perform the procedure successfully. There was a delay reported, however there was no harm to the patient as a result of the delay. There were no complications, death, or injuries reported to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).